Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an inserter overrode the intraocular lens (iol) while being injected; everything was taken out of the incision. Additional information received; the tip over rode the lens and was stuck on top of the lens, the doctor could not push the lens through the cartridge. The patient is reported to have been squeezing resulting in the need to enlarge the incision and a suture to close.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector overrode the lens and created enlarged incision; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).